Event description:
It was reported a stroke occurred. A left atrial appendage closure (laac) procedure was being performed after a pulse field ablation (pfa) procedure with farapulse. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed in the laa with only one (1) recapture needed to meet position, anchor, size and seal (pass) criteria. During the procedure, activated clotting time (act) was greater than 300 seconds and was marinated during procedure. Air ingress precautions were taken throughout all sheath exchanges. The only abnormal thing noted in the procedure was very heavy dense smoke just prior to the laac procedure after the ablation. The physician actually chose to pace at a higher heart rate to clear the smoke. In a follow up after the procedure it was noted by the physician that the patient experienced stroke-like symptoms of right sided paralysis upon waking. Magnetic resonance imaging (MRI) was completed confirming a thromboembolic stroke. There was no intervention required to treat the stroke, and the symptoms resided on their own. The patient remained in the hospital for monitoring. Four (4) days post procedure, on (B)(6) 2025, the patient had to undergo surgical evacuation of a large right sided groin hematoma at the access site. The connect for faradrive sheath was used in this concomitant case, along with a watchman trusteer access system sheath, and a non-boston scientific (agilis) sheath. As there was quite a bit of insertion and sheath removals in this case, it is not known which sheath caused the hematoma or why it was so delayed developing.